Manufacturer narrative:
B3 date of event: estimated as 04/01/2025 as the published date for the article is noted as 2025/04/01. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Citation: po-01-182 percutaneous retrieval of a partially dislodged watchman left atrial appendage occlusion device from the left atrium; elrod, jacob, baniahmad, omid, banno, joseph, han, jingnan, dunn, terence s., shah, ruchit r., plumb, vance j., mcelderry, tom, smith, blake g., maddox, william r.; 2025/04/01, doi: 10.1016/j.hrthm.2025.03.439, heart rhythm, s208, vl 22, elsevier, 1547-5271.

Event description:
Reported via literature article. It was reported device migration occurred. A 70-year-old man with a history of paroxysmal atrial fibrillation and frequent falls presented for transesophageal echocardiography (tee) surveillance of a 27mm watchman left atrial appendage occlusion device implanted three (3) months prior. On initial implant, intracardiac echo (ice) showed 20-29% compression and contrast injection demonstrated adequate seal. Follow up tee showed the device had partially dislodged into the left atrium so he was taken for device removal the following day. The right common femoral vein was accessed with a non-boston scientific (bsc) 27f sheath. A 17f boston scientific trusteer sheath was advanced through the delivery sheath and transeptal access was obtained. A non-bsc retrieval device was advanced through the trusteer sheath and used to engage the watchman device. A non-bsc grasping tool was advanced through the retrieval device and used to grasp the watchman. The retrieval device and watchman were removed through the interatrial septum with countertraction. The trusteer sheath, retrieval device, and watchman were then removed from the body. The patient was discharged home the following day. Citation: po-01-182 percutaneous retrieval of a partially dislodged watchman left atrial appendage occlusion device from the left atrium; elrod, jacob, baniahmad, omid, banno, joseph, han, jingnan, dunn, terence s., shah, ruchit r., plumb, vance j., mcelderry, tom, smith, blake g., maddox, william r.; 2025/04/01, doi: 10.1016/j.hrthm.2025.03.439, heart rhythm, s208, vl 22, elsevier, 1547-5271.